Event description:
The customer reported that the plug sparked and the system would not power on. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The plug connections were tightened and a circuit breaker was reset. The system was then found to be operating as intended.